Manufacturer narrative:
As reported, about 2 years, post implant of a bard/davol ventrio hernia patch , the patient was diagnosed with a surgical site infection (mrsa), and suture abscess and subsequently underwent explant of the mesh . As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the index procedure, however, based on the information provided, no conclusions can be made. Infection is an known inherent risk of surgery. The instruction-for-use (IFU) supplied with the device lists infection as a possible complication. Regarding infection, the warnings section of the IFU states: " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of the manufacturing records shows the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 185 units released for distribution in october, 2015. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - subject patient underwent primary open ventral periumbilical hernia repair procedure, during which a bard/davol ventrio hernia patch was placed in underlay fashion intra-peritoneally using anterior cst method, using non-bard/davol mechanical fixation device and sutures. Fascia and full skin closure was achieved using sutures and staples. The patient was discharged on (B)(6) 2016. On (B)(6) 2018 - subject patient was diagnosed with surgical site infection, was treated with oral antibiotics, and underwent wound debridement. The ssi was deep layer and the culture tested positive for methicillin-resistant staphylococcus aureus (mrsa). The subject patient was also diagnosed with chronic wound draining at the sinus tract, which is likely secondary to suture abscess. On (B)(6) 2018 - subject patient underwent ventral periumbilical repair for ssi and chronic wound draining. Fascia and full skin closure was achieved using sutures. The patient was discharged on (B)(6) 2018. On (B)(6) 2018 - subject patient was diagnosed with mesh infection. On (B)(6) 2018 - subject patient underwent laparotomy ventral periumbilical repair for mesh infection, during this procedure the mesh was explanted. Fascia and full skin closure was achieved using sutures. The patient was discharged on (B)(6) 2018. Per the study clinician, the reported adverse events have been assessed as moderate to severe, possibly related to the study device and possibly related to the index procedure. The outcome reported as recovered/resolved.